Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The cause of the issue was not determined. No further com plications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the hcp via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that it was hot around the battery site. Patient did not recall any falls/ trauma. Patient stated it was not hot now but would let rep know if issue returns. Issue not resolved at this time. No further complications were reported/anticipated.